Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore, a physical analysis of the product could not be performed. The complaint was entered based on a conversation the distributor had with an un-named md at the healthcare facility named in this report. Questions have been submitted to the distributor to try to obtain additional information for this incident; however, it was reported that no additional information can be obtained. Based on the limited information received an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "per cnf: the md informed us that in the past they experienced twice that the safari2 was involved in two dissections. The wire was used in combination with the evolutr in tortuous vessels. One time the dissection occurred in the left femoral tract and in another patient at the ascending aorta (treated with a covered stent). No other information available. They think the wire does not give enough support." This MDR is to address the report of "in another patient at the ascending aorta (treated with a covered stent)".